Event description:
It was reported that patient presented remotely via merlin.net. It was noted that right ventricular (rv) lead exhibited high capture threshold and loss of capture during complete heart block episode. Micro dislodgement was also suspected. The lead was capped on (B)(6) 2024 and replaced with new lead. Patient condition was stable.